Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the programmer stylus had a calibration problem. The programmer passed incoming testing. It was also indicated that the keyboard and a label were broken. The programmer was repaired and returned to service.

Event description:
It was reported that the programmer stylus had a calibration problem. The programmer was returned for service. No patient complications have been reported as a result of this event.